Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer noticed a burning smell and smoke from the instrument and shut it down immediately. Upon restarting the instrument, multiple error codes about an internal communication problem were noticed. The instrument was again shut down. There was no allegation of an adverse event. The field service representative checked the instrument and noticed a lot of dust in the area of the controller rack and fan which were cleaned. The fuse of the printed circuit board (pcb) power supply motors was replaced as it appeared to be damaged. There was no damaged or melted component found on the pcbs installed inside the controller. The instrument was restarted and no errors were produced and the instrument performed as expected. The investigation found the cooling of the pcbs installed in the controller rack was no longer sufficient due to the dust. The controller rack overheated and cause a burning smell created by the dust and not by an overheated or melted component.